Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer has an issue with a dialysis catheter. The customer states that there was bleeding at the arterial end joints of the catheter during dialysis. The catheter was implanted in the pt's right jugular semi-permanent catheterization. The catheter was pulled and replaced.